Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31032691l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and char was found on the tip electrode of the octaray. After the catheter was inserted into the patient¿s body, the catheter was not displayed; however, "test failed" was displayed. A qdot micro catheter was reconnected, but the issue continued. This issue was resolved by replacing the qdot cable (tx eco ext cable) with a new one. The procedure was successfully completed. When octaray was removed from the patient¿s body after the procedure, char was found to be adhered to some electrodes. The char was confirmed after the procedure. It was thought to have occurred at the time of the ablation with qdot micro catheter. Additional information was received, and it was clarified that the char was found on the tip electrode of the octaray. There was no char found on the qdot micro catheter and no issues found. No error messages were found related to char. The physician did not consider that the char was excessive, and the physician did not consider the amount of char caused a potential risk to this patient. There were no issues related to temperature and flow. The physician determined that the patient condition was not affected. The patient did not exhibit any neurological symptoms. The physician knew about it because the physician had been given the instruction for proper use, so the procedure was completed without any problems. The patient was anticoagulated. The activated clotting time (act) value was maintained at 300 throughout the procedure. There was no problem switching between low/high flow rate. Visitag parameters (breathing filter, stability, tag settings): breathing filter available, 3mm, 3sec. The setting of pre/post time: pre time 2sec, post time 0sec. ¿the temperature displayed by ngen or bull's eye before or when not ablation was about 43 throughout the procedure¿. Additional information was received, and it was reported that ¿the temperature displayed by ngen or bull's eye before or when not ablation was about 35 degrees celsius before ablation.¿. The correct catheter settings were selected on the generator. The duration of ablation used was not greater than 60 seconds and not greater than 120 seconds. The average contact force was not greater than 25 grams. Heparinized normal saline was used. Servicing was not needed for the generator. Temperature control mode (qmode+) power cut off setting was 50w. The default setting of qmode for ngen (15-4ml). The exact timing when char occurred was unknown; however, temperature: 50, impedance was about 100 ohms, and power was 50w during procedure. Method of contact force (cf) monitoring was vector. Coloring settings for visitag was tag index. The physician determined that there was a causal relationship between the health hazard and the product. The instruction for proper use was provided so the physician thought the event was not a problem; however, from now on, the position of octaray needs to be paid more attention at the time of ablation. There is no picture available.